Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed, and the following observations were noted: tamper seals were not intact. Right plunger case cracked by upper screw hole, barrel clamp not full resting on top case. Plunger tube is loose. Battery door cracked. Battery not charging, serial number not on display, right plunger case crack, very old worn drive train parts. Functional and delivery testing was conducted. The reported event of plunger doesn't come out easily was confirmed. The reported event of syringe recognition error message was unable to be confirmed as it appears to be intermittent. Invalid syringe size was identified in event history log review. The reported issue was confirmed. The root cause of the plunger issue was determined to be normal wear. The probable cause of the syringe recognition error message was determined to be a combination of barrel clamp not fully locking down and loose plunger tube. The following actions were taken: rerouted plunger cable and tighten plunger tube inside, replaced retainer screw for blue spring on barrel clamp (backing out). Additional repairs included: replaced right plunger case, plunger cable, battery, battery door, parts of the drive train assembly and added the cable guard. Device passed all functional, device and occlusion testing after repairs., corrected data.

Event description:
It was reported that the plunger does not come out easily and device presented a syringe recognition error message. No patient injury was reported.